Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 9 events were reported for this quarter. Product return status 7 devices were received. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 4 devices: fracture problem / bearings 1 device: wear problem / bearings 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable 1 device: fracture problem / part/component/sub-assembly term not applicable 1 device: wear problem / part/component/sub-assembly term not applicable product disposition 7 devices: scrapped by stryker 2 devices: product disposition is not yet determined additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 9 events for the failure: fracture. - 8 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99459. Supplemental rationale: corrected data: b5, h1, h6, h11. 9 events were previously reported during the reporting quarter; however, 2 events were reported in error. 7 previously reported events are included in this follow-up record. Product return status: 7 devices were received. Evaluation findings (results/components): 4 devices: fracture problem / bearings. 1 device: wear problem / bearings. 1 device: fracture problem / part/component/sub-assembly term not applicable. 1 device: wear problem / part/component/sub-assembly term not applicable. Product disposition 7 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 7 events for the failure: fracture. 7 events had problem identified during non-clinical procedure; there was no patient involvement.